Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) therapy for renal replacement therapy (rrt) since (B)(6) 2021 was found expired. Upon follow up with the patient¿s pdrn, it was reported this patient was found expired in his home on (B)(6) 2022 by a neighbor. The patient¿s cause of death was unknown, and the patient¿s death is currently being handled by the local coroner¿s office. The patient did not have family in the united states and his emergency contact was his landlord; however, the patient¿s landlord has not responded to the outpatient clinic¿s requests for information. It was unknown if the patient was connected to the cycler on or around the time of death as it was not reported by first responders. It was reported that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death as there was no report of whether the patient was connected to the cycler from first responders. The cause of the patient¿s death cannot be determined as there was no reported root cause; however, it was reported by a medical professional that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s). It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a source or contributor to this event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) therapy for renal replacement therapy (rrt) since (B)(6) 2021 was found expired. Upon follow up with the patient¿s pdrn, it was reported this patient was found expired in his home on (B)(6) 2022 by a neighbor. The patient¿s cause of death was unknown, and the patient¿s death is currently being handled by the local coroner¿s office. The patient did not have family in the united states and his emergency contact was his landlord; however, the patient¿s landlord has not responded to the outpatient clinic¿s requests for information. It was unknown if the patient was connected to the cycler on or around the time of death as it was not reported by first responders. It was reported that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient with end stage renal disease (esrd) on continuous cyclic pd (ccpd) therapy for renal replacement therapy (rrt) since (B)(6) 2021 was found expired. Upon follow up with the patient¿s pdrn, it was reported this patient was found expired in his home on (B)(6) 2022 by a neighbor. The patient¿s cause of death was unknown, and the patient¿s death is currently being handled by the local coroner¿s office. The patient did not have family in the united states and his emergency contact was his landlord; however, the patient¿s landlord has not responded to the outpatient clinic¿s requests for information. It was unknown if the patient was connected to the cycler on or around the time of death as it was not reported by first responders. It was reported that there was no indication the patient¿s death was related to pd therapy or due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
H.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There was visual evidence of an insect infestation on the pump molded clamp and behind the safety clamp. The catch-post hipot test passed. The patient hipot test passed. The current leakage test passed. An (as-received) 17000ml cycle-based ccpd simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The patient pressure sensor calibration check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of an insect infestation on the bottom cover under the pump. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.